Event description:
Customer reports to have high blood glucose of 200 mg/dl and 570 mg/dl which was treated with insulin pen. Customer also reports of having low blood glucose of 40 mg/dl which was treated with food. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. After troubleshooting, it was determined that insulin pump was functioning correctly. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.